Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient became septic secondary to pneumonia and the implantable cardioverter defibrillator (ICD) system became infected. The ICD system was removed and was not replaced. No further patient complications have been reported as a result of this event.